Manufacturer narrative:
Investigation completed on 10jul2017: no device was returned for investigation. No device was returned for investigation. According to the information received from the hospital, a manipulation error led to break sterilization of the device. Another licox probe was inserted. The hospital form documents that according to them, device quality is not in cause, the cause of the event is linked to a manipulation error. Given the nature of the received information, no device quality is questioned, the device history records review is deemed not necessary. A review of integra complaints tracking database for ip1p since 2014 reveals no similar complaint. No trend is observed. The complaint is unverifiable. Integra considers that the device quality is not in cause and as no similar complaint was received (since 2014), the device packaging is deemed appropriate, no further investigation nor corrective action is deemed required

Event description:
The probe not correctly handle which "conduct to sterilization issue". Another device was inserted. No risk for patient. The product was not kept by the customer for evaluation.